Event description:
During a hemodialysis treatment, the nurse noted that the uf time was not counting down. The treatment was set for a fluid removal of 30 ml. For one hour. Blood flow rate was set at 10 ml/hr. With a 2.6 mm ID neonatal bloodline. The uf rate was noted to be 70 ml/hr. Instead of 30 ml/hr. The pt became hypotensive and was given saline. Total fluid removed at the end of treatment was 52 ml. The nurse claimed that the machine was set from pediatric mode.